Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that the medications in the refrigerator show that medications were not available and experienced a bogus failure. A technical support specialist (tss) instructed customer to fail the refrigerator and recover in the application. Further the tss confirmed with the customer that the refrigerator had been recovered. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge failed to open. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.